Event description:
It was reported that the intra-aortic balloon had been in use for 120 hours when the pump registered a helium leak alarm. The intra-aortic balloon wsa removed and replaced with no pt complications.